Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the incision site. Symptoms were swelling, redness, drainage and tenderness. The patient was placed on antibiotics. The infection was believed to be non-device nor procedure related. No device malfunction was suspected. The patient underwent an explant procedure.